Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
One single dpt kit was returned for evaluation without the pressure tubing. Priming solution was visible inside the kit. The sensor pad appeared intact. The actual complaint issue of "filtration of fluid through the sensor" was not confirmed; however, multiple cracks were identified around the female luer body. While these types of cracks can lead to leakage, the risk for patient injury is considered remote. An investigation is already open to determine the root cause of cracks at the female luer and corrective actions will be implemented when the investigation is complete.

Event description:
The report indicated that there was a filtration of fluid through the sensor. It further stated and clarified that (filtration) indicated a leak in the assembly of the sensor of the device was observed.